Event description:
It was reported that a skin irritation occurred while wearing the pod for longer than 48 hours. The patient reports they had experienced irritation at the pod infusion site, (arm) from the pods adhesive. In addition the patient had a mini stroke. The patients reported blood glucose level was 398 mg/dl. The patient had removed the pod from the infusion site prior to going to the hospital. No additional information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.